Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure tip protruding through mid portion right fallopian tube/ migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, constipation, ovarian cyst and paratubal cyst. Concomitant products included esomeprazole from (B)(6) 2009 to (B)(6) 2010, ketorolac from (B)(6) 2009 to (B)(6) 2010, morphine from (B)(6) 2009 to (B)(6) 2010, ondansetron from (B)(6) 2009 to (B)(6) 2010, oxycodone hydrochloride (oxycodone) from (B)(6) 2009 to (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2010. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ chronic pelvic pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (robotic laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: constipation. No evidence of acute abnormality. Probable right ovarian cyst. Nonspecific low density splenic lesions. Nuclear magnetic resonance imaging on (B)(6) 2009: abdomen: there are 2 lesions in the spleen. Pelvis: there is susceptibility artifact in the pelvis from occlusion devices in the fallopian tubes. Endometrium is normal in thickness, multiple nabothian cysts, no abnormal uterine enhancement. Right ovarian cyst without suspicious features. Sub centimeter lesions in the spleen are too small to characterize. Prominent pelvic vessels which may represent varices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc(potential technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure tip protruding through mid portion right fallopian tube/ migration/perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, constipation, ovarian cyst and paratubal cyst. Concomitant products included esomeprazole from (B)(6) 2009 to (B)(6) 2010, ketorolac from (B)(6) 2009 to (B)(6) 2010, morphine from (B)(6) 2009 to (B)(6) 2010, ondansetron from (B)(6) 2009 to (B)(6) 2010, oxycodone hydrochloride (oxycodone) from (B)(6) 2009 to (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2010. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ chronic pelvic pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (robotic laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the fallopian tube perforation, pelvic pain and urinary tract disorder outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and urinary tract disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2009: constipation. No evidence of acute abnormality. Probable right ovarian cyst. Nonspecific low density splenic lesions. Nuclear magnetic resonance imaging - on (B)(6) 2009: abdomen: there are 2 lesions in the spleen. Pelvis: there is susceptibility artifact in the pelvis from occlusion devices in the fallopian tubes. Endometrium is normal in thickness, multiple nabothian cysts, no abnormal uterine enhancement. Right ovarian cyst without suspicious features. Sub centimeter lesions in the spleen are too small to characterize. Prominent pelvic vessels which may represent varices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.